Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was a defective j2 tab inside of the rear 2 therapy electrode (te). The root cause of the defective j2 was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During investigation of an electrode belt that was returned for an unrelated issue, a reportable malfunction was found. The therapy electrode pads were non-functional.